Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was not able to be replicated. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the site turned the system on but the mobile view station (mvs) would not go beyond the initial boot screen. No patient was present during the time of the reported incident.